Event description:
During dressing change, pt said PICC was out of skin but when nurse took dressing off, it had migrated inside. X-ray done on 5/11 which showed the line was very deep in the pt's right atrium. Snared PICC.